Event description:
It was reported that the patient could not adjust stimulation on the implantable neurostimulator, that the "call your doctor" icon was displayed and that there was a power on reset (por) condition. The patient was able to clear the por condition while on the phone with the manufacturer. Upon clearing the por, stimulation was too high and the patient adjusted stimulation to a comfortable setting. See MFR report #3004209178-2012-00237 for the patient's other device system.

Manufacturer narrative:
Lead model 3776-60 serial #(B)(4) implanted: (B)(6) 2009 explanted: unk; lead model 3776-60 serial #(B)(4) implanted: (B)(6) 2009 explanted: unk; recharger model 37752 serial #(B)(4) programmer model 37743 serial #(B)(4).